Event description:
Related manufacturer reference number: (B)(4).

Event description:
It was reported that while in clinic, the device had recorded at/af episodes that appeared to be oversensing r waves on the atrial lead. Programming changes were made to cover far r signal that was picked up on the atrial lead. The patient was not symptomatic to the episodes, the clinic was alerted, and the patient is being monitored remotely.